Event description:
It was reported that during a follow up in clinic, loss of capture was noted on the left ventricular (lv) lead. Diagnostic imaging was performed and dislodgment of the lv lead was observed. The physician suspected the dislodgment was due to patient ambulation. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.